Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level over 48 mg/dl. Customer declined troubleshooting for low blood glucose reading. Customer was advised to contact their endocrinologist about their low blood glucose reading. Customer blood glucose at 1:15 pm was 48 mg/dl. Customer blood glucose reading was 66 mg/dl. Customer treated their blood glucose reading with glucose tablet. At 3:15 pm, customer blood glucose reading went up to 70 mg/dl.